Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and found that when power is off on the image acquisition system (ias) and the umbilical cable is unplugged the power enclosure keeps the fans and circuit boards cycling. The site accidentally unplugged the power cord and all the batteries were drained lower then the should. The replaced the batteries and the power enclosure. The power conversion was returned to the manufacturer for evaluation. After functional testing, visual/physical examination and examination of a similar product the reported issue was confirmed. The power conversion failed the bench testing. The transistors failed and were found to be shorted. And electrical issue was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the battery lights were flashing and then the imaging device would not turn on. The indicator light was either flashing yellow or red. A field service engineer (fse) noted that they had replaced all the batteries because they went bad after the site unplugged the imaging device for a few days. It was noted that this was bad because the power enclosure was shorted and when the imaging device was unplugged and turned off the fans and circuit boards would cycle causing rapid battery drainage. There was no patient involvement.